Manufacturer narrative:
The afapro28 balloon catheter with lot number 13375 was returned and analyzed. Visual inspection of balloon catheter showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The catheter passed the performance test and electrical integrity as per specification and impedance was also within specification. The inflation test revealed a kink under the balloon segment on guide wire lumen at around 1.15 inches from tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.